Event description:
Information was received from a company representative via a patient receiving intrathecal dilaudid (hydromorphone) 10mg/ml at 0.480mg/day and bupivacaine 5.0mg/ml at 0.2400 via an implantable pump for unknown indication for use. It was reported that the patient was not getting any relief. Environmental/external/patient factors that may have led or contributed to the issue were unknown. A dye study was performed and was not able to locate tip of catheter or able to aspirate on (B)(6) 2024. Catheter tip was located at l4. It was outside of intrathecal space coiled up on itself. Actions/interventions taken to resolve the issue was that the catheter was replaced. They removed old catheter and replaced with new 8780. The issue was resolved at the time of the report with patient's status was "alive-no injury". The patient's weight was 160 lbs and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.